Event description:
A patient in a study underwent a da vinci assisted pulmonary segmentectomy surgical procedure. Twenty-seven days after the procedure, the patient went to an emergency room (ER) for pain, swelling and purulent secretion at the thoracic drainage site. The patient returned home the same day with antibiotic therapy with augmentin (1 gram orally, three times a day). The next day, the stitches were removed and a thorough curettage was performed at the thoracic surgery clinic. Seven days later, with the wound appearing clean and dry, an additional curettage was carried out, followed by suturing and discontinuation of antibiotic therapy. The event was reported as resolved on the same day. There was no report of a da vinci device malfunction. The study investigator reported the event as mild severity, not a serious adverse event (sae), a clavien-dindo grade ii, possibly related to the study procedure, possibly related to the patient's underlying disease status, but not related to the da vinci study device. The patient's prior health history of psoriatic arthritis treated with medrol and plaquenil may be relevant to this incident.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height - 168 cm., body mass index (bmi) - 24.8 kg/m2.